Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012454485 was returned and analyzed. Visual inspection showed the catheter appeared intact with no visible issues. The steering function was normal, allowing the expected rotation of the distal catheter tip in both directions. The slide function operated as expected, and the capture device shape was unremarkable with no unusual features. A kink was observed on the spiral array guidewire lumen when the slider was extended. The hipot and electrical continuity tests confirmed the integrity of the electrode wire insulation and electrical continuity, with no signs of detachment or breakage. The catheter connected to a test catheter interface cable without resistance, ensuring a secure connection as both latches fully engaged with the catheter connector. The guidewire connection evaluation showed the test guidewire was inserted smoothly into the catheter and secured firmly at the luer connection. Data from the catheter identification chip confirmed usage on the reported event date. The catheter was successfully reprogrammed and connected to the generator via a catheter interface cable, allowing for successful therapy delivery. X-ray imaging revealed entangled wires along the shaft of the catheter, located approximately between 39-42 inches from the nose of the handle. In conclusion, the catheter did not pass returned product inspection due to a spiral array guidewire lumen kink and entangled wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the preparation of a catheter for a procedure, there were product issues with the pulseselect catheter. The scrub tech noted that the slider button was not functioning properly. A new pulseselect catheter was provided, and the issue was resolved. The case was completed successfully using pulsed field ablation (pfa). No patient complications have been reported as a result of this event.